Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the needle, adhesive pad, or bottom housing that would cause skin irritation. The exact cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Skin irritation at the infusion site (abdomen) was also reported. As treatment, a new pod was applied.